Event description:
New information was obtained verifying the patients date of death. This report has been updated. Electrogram strips were obtained which showed lead that this device had approximately 6 months battery remaining.

Manufacturer narrative:
--

Event description:
Boston scientific crm received information that the patient with this pacemaker died on (B)(6), 2010 following a motor vehicle accident involving a head-on collision. At the time there was no allegation against the device. Additional information recieved approximately eight months later noted a medical coroner requested a device interrogation to assess it for a possible malfunction that may have caused or contributed to the accident, and subsequent death. New information was obtained verifying the patients date of death. This report has been updated. Electrogram strips were obtained which showed that this device had approximately 6 months battery remaining.

Event description:
Boston scientific crm received information that the patient with this pacemaker died on (B)(6), 2010 following a motor vehicle accident involving a head-on collision. At the time, there was no allegation against the device. Additional information recieved approximately eight months later noted a medical coroner requested a device interrogation to assess it for a possible malfunction that may have caused or contributed to the accident, and subsequent death.

Manufacturer narrative:
The product has not been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.